Manufacturer narrative:
Correction to g1(reporting contact). The reported event could not be confirmed due to the lack of additional clinical information. Upon further investigation of the CT scans by healthcare professionals the following was observed: there is an infection suspected to take place in the area of the ankle replacement. The CT scan shows some suspect zones around the tibial as well as the talar component. The definitive proof of an infection would be the detection of germs through a puncture or in sterile sample material from the ankle joint. Together with other signs of an infection (swelling, redness and heat) this would suggest a current infection. The underlying cause for the infection is unclear as there is no further information provided. It seems that the index operation was performed more than six months ago which would make an infection from the initial surgery pretty unlikely. To give a sound answer crucial clinical information is missing. Failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to uptake on all three phases of bone scan indicating infection in the area of the implant. The surgeon plans to explant the implants with a plan to place a spacer obtain biopsies cultures. The patient will remain in the hospital for one week if cultures come back positive for infection will stabilize and treat infection with IV antibiotics. Then plan for final implantation revision after negative bone cultures. If the cultures come back negative, the next step will happen one week after the initial surgery where final implantation will be done with revision of both tibial and talar components.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to uptake on all three phases of bone scan indicating infection in the area of the implant. The surgeon plans to explant the implants with a plan to place a spacer obtain biopsies cultures. The patient will remain in the hospital for one week if cultures come back positive for infection will stabilize and treat infection with IV antibiotics. Then plan for final implantation revision after negative bone cultures. If the cultures come back negative, the next step will happen one week after the initial surgery where final implantation will be done with revision of both tibial and talar components.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.